Event description:
It was reported that there was a need to replace the force sensor. Patient involvement is unknown.

Manufacturer narrative:
The device evaluation was completed. A manufacturing (DHR) device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The issue is not related to a previous repair or service. Visual evaluation found the right plunger case was cracked and the battery was counterfeit. The functional testing performed included checking the calibration and inspection. The force sensor cable was torn away from pressure block. This issue is a result of the customer's physical damage to the device beyond device repair. The force sensor was replaced. Device passed functional and delivery test. Initial report sent to FDA? Unknown.